Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The service proposal provided to the customer was cancelled. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a backup alarm failure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.